Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/10/2017. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch # khm869, exp. Date: 06/30/2018, date of mfg.: 07/12/2016. Batch # kjz182, exp. Date: 07/31/2018, date of mfg.: 08/10/2016. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a total knee arthroplasty procedure on unknown date and the barbed suture was used continuously. Two weeks after the procedure, the patient stood firm by the affected foot, when the patient was about to fall down, and the surface of the surgical wound was opened. It was also reported that at the same time the surgical wound had not been healed yet, and there was an eschar on the surgical site. The surface of the surgical wound was re-sutured, and the patient was monitored for a while. A few days later, water accumulated under the skin and, the epiderm at the surgical wound was incised. During observation of deep site under the skin, the doctor found that the barbed suture was broken around the patella. The doctor opined that the suture was broken since big force was applied to it and then, the surgical wound was opened, synovial fluid leaked, and it accumulated under the skin. As per doctor, the cause of suture breakage would be the way of suturing rather than the suture itself. The doctor opined that continuous suture has a risk that once suture breakage occurs at a point, the whole suture becomes loose. The patient is in the hospital. No further information is available.